Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting MRI showing significant synovitis and likely altr from corrosion between head and trunnion. Cobalt levels were elevated. Patient experiencing thigh pain. There is clear yellow fluid found deep in the thickened capsule. Corrosion was found on and around the base of the trunnion. DHR was reviewed and no discrepancies were found. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00771101200- femoral stem 12/14 neck taper- 61510532, 00620205422- shell porous- 61465218, 00631005032- liner- 61515674, 00625006540-bone scr- 61504863. Customer has indicated that the product will not be returned to zimmer biomet for investigation as device location is unknown. The investigation is in progress. Once the investigation has been completed a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04347.

Event description:
It was reported patient underwent l hip revision approximately 8 years post implantation due to cobalt toxicity, thigh pain, and MRI findings suggestive of altr. During the procedure, synovitis, altr, tissue damage and trunnion corrosion was noted, the cobalt chrome femoral head was removed and replaced.